Manufacturer narrative:
No 510 (k) and no PMA exist for this product. It is not marketed in the USA. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. Retained samples of the concerned lot number have been inspected visually and tested electrically for the function. All tested electrodes were within limits, no failure could be detected. The involved device has not been made available to the date of this report. However the customer has announced that the customer sample will be returned for further investigation. Currently we are awaiting the sample for the investigation. Currently no conclusion can be drawn what might have caused the claimed problem. We will provide a follow up report once we have further results.

Event description:
On (B)(6) 2022, we have been informed about a malfunction with a defibrillation electrode set at the emergency department hospital itzehoe in germany. Gs defibrillation electrodes catalogue number 05120.1 corpatch easy pre-connected (model df53c) and a gs corpuls defibrillator (corpuls c3) had been used. The initial report is stating that [translated from german language to english language]: when attached to the patient, the corpuls3 could not determine an ECG signal. The plug was checked, unplugged and plugged in again, but no result. The electrodes were removed and also reattached. This also gave no derivation signal. A new pack of electrodes was then opened, attached and connected, which resulted in an immediate derivation of the ECG on the corpuls3. No patient harm resulted. No further details have been specified.

Manufacturer narrative:
No 510 (k) and no PMA exist for this product. It is not marketed in the USA. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. Retained samples of the concerned lot number have been inspected visually and tested electrically for the function. All tested electrodes were within limits, no failure could be detected. On april 15th, 2022 the involved device was received. It was disinfected and then inspected. A visual inspection of the defibrilation set showed no obvious damage. An electrical continuity test was performed using a multimeter to test for electrical continuity. Initially the pins of the connector were touched but no pressure was exerted. Both leads as well as the coding resistor in the connector had continuity. Pressure was then applied to the measuring tips during measurement on the contacted connector. These tests revealed that the coding resistor's value changed and did not remain constant. The root cause was identified to be the method (crimping) the resistor was connected with to the respective contact pins. The corrective action will be the introduction of a soldering process to connect the resistor to the contact pins in the connector. As no comparable connector with a crimped resistor or similar crimped component is marketed in the us and no PMA or 510k exist for the complained product, we consider the incident no longer reportable.

Event description:
On march 21st, 2022, we have been informed about a malfunction with a defibrillation electrode set at the emergency department hospital itzehoe in germany. Gs defibrillation electrodes catalogue number 05120.1 corpatch easy pre-connected (model df53c) and a gs corpuls defibrillator (corpuls c3) had been used. The initial report is stating that [translated from german language to english language]: when attached to the patient, the corpuls3 could not determine an ECG signal. The plug was checked, unplugged and plugged in again, but no result. The electrodes were removed and also reattached. This also gave no derivation signal. A new pack of electrodes was then opened, attached and connected, which resulted in an immediate derivation of the ECG on the corpuls3. No patient harm resulted. We have received a completed questionnaire. In the questionnaire it was disclosed that the monitoring procedure lasted 10 minutes ("preparation for transfer to the intensive care unit - defibrillator readiness established"). The patient weight was described as "normal weight" and skin type as normal. The patient was lying on a ambulance stretcher. The concerned defibrillation electrodes have been stored "at room temperature, dry, protected from light and not kinked (pocket on the corpuls)". The defibrillation "packaging was opened immediately before use". The difibrillation electrodes were placed on the patient chest (sternum and apex position). The patient skin was not cleaned, not shaven ("not necessary as there is no hair"), not desinfected, not dried and no ointment had been used. Requesting if the electrode was adhering well to the patient skin it was specified:" electrodes adhered fully and well to the patient". During the procedure "no ECG signal determined, therefore no monitoring was possible by the defibrillation electrodes." The questionnaire did not report any patient injury or patient impact. No further details have been disclosed.